Event description:
It was reported that the patient reported that the inflatable penile prosthesis was not working. After the patient was sedated under general anesthesia and prior to any incision, the physicians inflated and deflated the device multiple times, and it worked as expected. Since no device issue was found, the case was aborted before any surgical intervention. No patient complications were reported. This event is being reported for an aborted procedure with the patient under sedation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient reported that the inflatable penile prosthesis was not working. After the patient was sedated under general anesthesia and prior to any incision, the physicians inflated and deflated the device multiple times, and it worked as expected. Since no device issue was found, the case was aborted before any surgical intervention. No patient complications were reported. This event is being reported for an aborted procedure with the patient under sedation.